Event description:
It was reported that the customer's insulin pump alarmed no delivery on the insulin pump. The customer stated that they did not change the infusion set. The customer stated that the cannula was not bent upon removal of the infusion set. The customer attempted to run a 5 unit fill cannula but the act, up arrow and down arrow buttons were not responding. The customer later stated that the act button was working, but the other buttons were not. The customer's blood glucose was unknown. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.